Event description:
It was reported to boston scientific corporation that at the start of a ureteroscopy holmium laser lithotripsy procedure using a flexiva 365 laser fiber, the red aiming beam was faint. When the physician went to remove the fiber, the connection to the laser was hot to the touch at 0.45 kilojoules. Laser energy from a lumenis 100 watt laser was being used with the fiber. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Relate to the fiber.

Event description:
It was reported to boston scientific corporation that at the start of a ureteroscopy holmium laser lithotripsy procedure using a flexiva 365 laser fiber, the red aiming beam was faint. When the physician went to remove the fiber, the connection to the laser was hot to the touch at 0.45 kilojoules. Laser energy from a lumenis 100 watt laser was being used with the fiber. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
(B)(4). Visual examination of the returned fiber revealed approximately 5.0 mm of exposed glass tip remaining. The aiming beam exiting from the distal tip was faint indicating that the fiber was broken within the connector.